Event description:
It was reported that during the implant procedure of a transcatheter bioprosthetic transcatheter valve the delivery catheter system (dcs) recaptured the valve for an unspecified reason. After this recapture, a valve infold was identified. This system was removed, and a new system used to implant a different valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's heavy and bulky calcification at the annulus contributed to the infold.

Manufacturer narrative:
Image review: nine static images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and confirmed a good load. The valve was deployed just prior to the point of no recapture and valve depth assessment was performed in the cusp overlap view, which appeared to be approximately 0mm on the non-coronary cusp. Per medtronic best practices, the target depth of implantation is 3mm. Recapture is recommended if depth =1mm or >5mm. In this case, a recapture was warranted. An infold occurred after one recapture and the subsequent deployment attempt. The infolded valve was not implanted and was deployed on the sterile field confirming an infold. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was then deployed and forwarded to the product analysis lab. The valve was received inside a heart valve return jar submerged in clear 0.2% glutaraldehyde solution. As received, all leaflets were in partially closed position with a gap between the free margins. All leaflets were slightly stiff yet flexible. Leaflets exhibited severe creases and imprints; conditions possibly associated with the valve being crimped inside the delivery system for unknown duration of time. All commissures appeared intact. The valve appeared discolored showing evidence of blood contact. The valve was received in a crimped state with the outflow aspect showing an elliptical appearance and inflow aspect showing a reniform appearance. The valve was submerged in a warm saline bath. The frame expanded; however, appeared to maintain a compressed state. Condition possibly associated with the valve being crimped inside the delivery system for an extended period of time. No damages such as bends or kinks were observed on the frame. Due to the received condition of the valve, a recapture simulation could not be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload was observed during loading of the valve. The valve was recaptured due to the positioning being too deep. The infold occurred during the first recapture. A procedural delay was noted to have occurred due to loading of a new valve.